Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter became twisted. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6).